Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ side pain') and transient ischaemic attack ('blood or heart disorder/condition type: mini stroke') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hot flashes, depressed mood, abdominal pain, hot flashes, insomnia, blood pressure high, depression, copd, rheumatoid arthritis, gerd, sinus disorder nos, irritable bowel syndrome, vitamin d abnormal and potassium deficiency. Previously administered products included for an unreported indication: depo-provera from 1996 to 2002. Concomitant products included cyanocobalamin from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2013 to 2018, ergocalciferol since 2012, fluticasone since 2012, gabapentin (gapentin) from 2013 to 2017, meloxicam since 2015, metoprolol since 2015, omeprazole since 2015, ranitidine since 2012, tiotropium from 2015 to 2018, tizanidine since 2015 and venlafaxine since 2013. On (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days before insertion of essure (ess205). In (B)(6) 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2004, the patient experienced emotional disorder ("hormonal changes describe: emotional"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced tooth fracture ("dental problems / lost 4 teeth and broke another") and fatigue ("fatigue"). In 2006, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2008, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In 2011, the patient experienced rash papular ("rashes or skin conditions type: bumps"), urticaria ("hives") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and pain in extremity ("legs pain") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, emotional disorder, tooth fracture, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, migraine, headache, rash papular, urticaria, fibromyalgia, abdominal pain upper and cholecystectomy outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, cholecystectomy, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, migraine, pain in extremity, pelvic pain, rash papular, tooth fracture, transient ischaemic attack and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Blood pressure measurement (mmhg) - on an unknown date: 137 (systolic blood. Pressure); on an unknown date: 83 (diastolic blood pressure). Heart rate (beats/min) - on an unknown date: 83. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - in (B)(6) 2002: it was a success, total blockage. Mean arterial pressure (mmhg) - on an unknown date: 101. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event dental problems updated to tooth broken and reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ side pain') and autoimmune disorder ('autoimmune disease') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hot flashes, depressed mood, abdominal pain, hot flashes, insomnia, blood pressure high, depression, copd, rheumatoid arthritis, gerd, sinus disorder nos, irritable bowel syndrome, vitamin d abnormal and potassium deficiency. Previously administered products included for an unreported indication: depo-provera from 1996 to 2002. Concomitant products included cyanocobalamin from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2013 to 2018, ergocalciferol since 2012, fluticasone since 2012, gabapentin (gapentin) from 2013 to 2017, meloxicam since 2015, metoprolol since 2015, omeprazole since 2015, ranitidine since 2012, tiotropium from 2015 to 2018, tizanidine since 2015 and venlafaxine since 2013. On (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), 14 days before insertion of essure (ess205). In (B)(6) of 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2004, the patient experienced emotional disorder ("hormonal changes describe: emotional"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced tooth fracture ("dental problems / lost 4 teeth and broke another") and fatigue ("fatigue"). In 2006, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2008, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) of 2010, the patient experienced transient ischaemic attack ("blood or heart disorder/condition type: mini stroke"). In 2011, the patient experienced rash papular ("rashes or skin conditions type: bumps"), urticaria ("hives") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), pain in extremity ("legs pain") and autoimmune disorder (seriousness criterion medically significant) and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, emotional disorder, tooth fracture, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, migraine, headache, rash papular, urticaria, fibromyalgia, abdominal pain upper, cholecystectomy and autoimmune disorder outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cholecystectomy, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, migraine, pain in extremity, pelvic pain, rash papular, tooth fracture, transient ischaemic attack and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Blood pressure measurement (mmhg) - on an unknown date: 137 (systolic blood pressure); on an unknown date: 83 (diastolic blood pressure). Heart rate (beats/min) - on an unknown date: 83. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - in (B)(6) of 2002: it was a success, total blockage. Mean arterial pressure (mmhg) - on an unknown date: 101. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. New event autoimmune disease added. Fu7 & 8 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ side pain') and transient ischaemic attack ('blood or heart disorder/condition type: mini stroke') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hot flashes, depressed mood, abdominal pain, hot flashes, insomnia, blood pressure high, depression, copd, rheumatoid arthritis, gerd, sinus disorder nos, irritable bowel syndrome, vitamin d abnormal and potassium deficiency. Previously administered products included for an unreported indication: depo-provera from 1996 to 2002. Concomitant products included cyanocobalamin from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2013 to 2018, ergocalciferol since 2012, fluticasone since 2012, gabapentin (gapentin) from 2013 to 2017, meloxicam since 2015, metoprolol since 2015, omeprazole since 2015, ranitidine since 2012, tiotropium from 2015 to 2018, tizanidine since 2015 and venlafaxine since 2013. On (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days before insertion of essure (ess205). In (B)(6) 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2004, the patient experienced emotional disorder ("hormonal changes describe: emotional"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In 2006, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2008, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In 2011, the patient experienced rash papular ("rashes or skin conditions type: bumps"), urticaria ("hives") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and pain in extremity ("legs pain") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, emotional disorder, tooth disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, migraine, headache, rash papular, urticaria, fibromyalgia, abdominal pain upper and cholecystectomy outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, cholecystectomy, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, migraine, pain in extremity, pelvic pain, rash papular, tooth disorder, transient ischaemic attack and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Blood pressure measurement (mmhg) - on an unknown date: 137 (systolic blood pressure); on an unknown date: 83 (diastolic blood pressure). Heart rate (beats/min) - on an unknown date: 83. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - in (B)(6) 2002: it was a success, total blockage. Mean arterial pressure (mmhg) - on an unknown date: 101. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: gallbladder removed was newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ side pain') and transient ischaemic attack ('blood or heart disorder/condition type: mini stroke') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hot flashes, depressed mood, abdominal pain, hot flashes, insomnia and blood pressure high. Previously administered products included for an unreported indication: depo-provera from 1996 to 2002. Concomitant products included cyanocobalamin from 2012 to 2018, duloxetine hydrochloride (cymbalta) from 2013 to 2018, ergocalciferol since 2012, fluticasone since 2012, gabapentin (gapentin) from 2013 to 2017, meloxicam since 2015, metoprolol since 2015, omeprazole since 2015, ranitidine since 2012, tiotropium from 2015 to 2018, tizanidine since 2015 and venlafaxine since 2013. On (B)(6) 2002, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days before insertion of essure (ess205). In (B)(6) 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2004, the patient experienced emotional disorder ("hormonal changes describe: emotional"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In 2006, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2008, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In 2011, the patient experienced rash papular ("rashes or skin conditions type: bumps"), urticaria ("hives") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, emotional disorder, tooth disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, migraine, headache, rash papular, urticaria, fibromyalgia and abdominal pain upper outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, gastrooesophageal reflux disease, headache, migraine, pain in extremity, pelvic pain, rash papular, tooth disorder, transient ischaemic attack and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Blood pressure measurement (mmhg) - on an unknown date: 137 (systolic blood pressure); on an unknown date: 83 (diastolic blood pressure). Heart rate (beats/min) - on an unknown date: 83. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Mean arterial pressure (mmhg) - on an unknown date: 101. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: reporter and patient demographics, medical history, historical drugs, concomitant drugs and laboratory data were added. Updated suspect drug indication. On (B)(6) 2002, she implanted essure previously reported as 2002). On (B)(6) 2016, she explanted essure. Added events hormonal changes describe: emotional, blood or heart disorder/condition type: mini stroke, dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: gerd, hair loss, migraines / headaches, nickel allergy, pain, rashes or skin conditions type: bumps and hives, fibromyalgia, stomach pain, legs pain. Event injury was deleted and case become valid. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.